Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after contacting with the hospital, it was confirmed that the issue actually occurred once opened the package, instead of ¿when the surgeon attempted to sew the tissue¿. The patient was a (B)(6) -year-old female who underwent cesarean section in hospital on (B)(6) 2023. The surgeon planned to use the vcp1316h for skin tissue sewing in the way of continuous suturing during the operation. Pull off suture needle in the package was found after opening the product package. The surgeon immediately replaced a new suture (with unknown specific product information) to continue the sewing. The subsequent surgical operation went smoothly. The device involved in this event was not used on the patient. There was no harm to the patient as a result of this event except for the surgery time was prolonged for 5 mins due to replacement of device. The patient was discharged smoothly currently, and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The problem of the suture pulling off the needle happened during the process of suturing the incision. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open box, an aluminum container with product code vcp1316 and a detached needle in the container. Based on the photo review, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name : rgacare®. Active ingredient(s) :triclosan. Dosage form : suture/solid/parenteral. Strength : 472 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.